Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 590-1, lot# n527428, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(4) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient had taken a round of oral antibiotics ¿x11 month ago¿ (unclear what was meant by this; implant was (B)(6) 2015) when redness around the pump site was first noted. The infection seemed to clear up after finishing the medication, but four days prior to the date of this report the patient stated the wound opened up and pus began draining out. The patient denied any fever. The patient was seen by the healthcare professional (hcp) on the date of this report with a small opening to the incision site over the pump. Yellow, blood tinged drainage was present with redness around the pump site. The dacron pouch was visible through the wound opening. A wound culture was taken. The pump was explanted and the catheter was tied off at the spinal incision. The explanted devices were to be returned to the manufacturer. The pump was used to infuse morphine (unknown). No patient outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Analysis of the (B)(4) found no anomaly. Analysis of the (B)(4) found catheter body user related hole. Analysis of the catheter found pin connector collet is not fully locked in place. Analysis found damage/tear in seal material seen near the guide ring. (B)(4). Interrogation of the device determined it was used to infuse morphine 3.0 mg/ml at 1.1992 mg/day.